Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, foreign material was found adhered to or clogging the air/water channel, cylinder, and auxiliary water channel. However, we could not identify the foreign material. It was unknown whether there had been a deviation from the instructions for use during the reprocessing steps. No physical damage was found at the locations where foreign material remained. However, leakage at switch 3 was confirmed. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:' "cf-hq1100dl/I operation manual chapter 3 preparation and inspection,' and preventative measures in ' cf-hq1100dl/I operation manual chapter 3 preparation and inspection.' Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope had whitish foreign material found inside the air/water tube, air/water cylinder and jet tube. There were no reports of patient involvement.